Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "not using a mask on an unknown night". The patient was hospitalized for the peritonitis event. The patient was treated with unknown intravenous antibiotics for two days (frequency not reported). Action taken with pd therapy was not reported. The patient was discharged two days after hospital admission. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.